Manufacturer narrative:
A medtronic representative reported that they attended two navigation surgeries with the surgeon. During the surgeries, the rep reviewed tracer registration technique with the surgeon. At the end of the second surgery the surgeon indicated that he was "happy with how the cases went and the reliability of the system." There were no further issues noted by the surgeon or the site staff.

Event description:
A medtronic representative reported that the surgeon was experiencing difficulty with the navigation system during a glandular resection ear, nose & throat (ent) procedure. The surgeon reported that he troubleshot the issue with tech support for several hours, but was unable to get a registration within 4mm. The surgeon completed the procedure with the navigation system. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep attended another surgery after the reported event and there were no issues.